Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was hospitalized (date not reported) due to vertigo with device use. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery. This report filed april 7, 2016.

Manufacturer narrative:
The correct patient identifier is (B)(6); not (B)(6) as previously reported. The correct model number is ci422; not ci24re (ca) as previously reported. The correct serial number is (B)(4); not (B)(4) as previously reported. The device was not explanted (B)(6) 2015 as previously reported; the implanted device remains.